Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an increase in recharge burden. Subsequently the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced with a non-rechargeable ipg, resolving the issue.